Event description:
It was reported that while in the angiography room the intra-aortic balloon (iab) was prepped. The sheath was inserted and the md tried to insert the iab into the sheath. Insertion difficulty was met and the balloon was stuck in the sheath. As a result, the iab with the sheath was removed. The md requested another iab for insertion. There were no reported pt complications or delay in treatment. Additional info received from arrow (B)(4) on 02/12/2010 stated that the md kept the guidewire in the pt in order to thread the second sheath and iab over it. Reference MDR # 1219856-2010-00098 for the second event involving the same pt.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional info becomes available.